Event description:
Remained hospitalized with pain overnight; pt was refused medication for pain relief. Pt instructed to follow up with ir not gynecologist who referred her for uae. Pt not given info about the embolic material until after the uae when she was experiencing problems. Only then did she know that the embolic material was gel, not pva's or microspheres, which are the more standard embolic materials. Pt not informed about the usual effects of uae or possible adverse effects and complications.